Event description:
The physician reported that one of his vns patients has passed away. It was indicated that the patient passed away while in bed. The disposition of the vns device is unknown. No other relevant information has been received to date.

Event description:
Further information was received from the physician. The cause of death is unknown because an autopsy was not performed. The death was not witnessed and the patient did not die from drowning or trauma. Per the physician, vns was not related to the patient's death. The patient was receiving vns therapy at the time of death. The vns system was not explanted after the patient's death.